Event description:
Inguinal hernia repair. Hernia happened on (B)(6) 2012 and was repaired on (B)(6) 2012 with mesh. I still have extreme pain in repair site, I cannot work, I swell excessively, I have severe nerve problems in surgical site as well as my leg. Painful sex and cannot keep an erection since surgery.